Manufacturer narrative:
New information from the customer indicated that the survey result should have been salmonella sp. Instead of shigella sp as was originally reported. It was also reported that during initial and repeat testing of the isolate from (B)(6) proficiency survey (B)(6) 2015, escherichia coli sp. Was obtained, in addition to the morganella morganii sp. A new specimen from the survey was tested and identified the organism as morganella morganii, escherichia coli, and salmonella sp. The customer was able to isolate and identify the salmonella organism. The possible cause of the reported misidentification could not be conclusively determined; however, customer technique could not be ruled out of the initial reported failure as it is common with stool specimens to contain more than one organism. There is a potential that during initial testing the salmonella sp. Organism was not adequately isolated on the culture media for panel testing and not identified during panel testing. Please refer to medwatch report number 2919016-2015-00096 for report of the event regarding the misidentification of the salmonella sp as morganella morganii sp. (B)(4).

Event description:
It was reported that initial testing of the isolate from the (B)(6) proficiency survey (B)(6) 2015, test event 152, comprehensive bacteriology specimen #1 run on the same day using the neg urine combo type 61 panel obtained an identification of morganella morganii sp. And escherichia coli sp. The customer previously reported that the expected result of the survey was shigella sp. And new information received that the expected result should have been salmonella sp. A new specimen from the survey was tested at a later date and identified the organism as morganella morganii, escherichia coli, and salmonella sp. It was reported that the qc testing for the panel used has been within specification. There was no patient involved as this was a proficiency survey.